Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), at the implant of a 26 mm sapien 3 valve by tf approach in aortic position, after a difficult valve alignment, it was not possible to inflate the valve. It seemed there was a hole in the balloon as blood was seen in the balloon catheter after deflation. It was decided to retrieve the system but the valve did not enter the sheath. Finally a new sheath and a new valve were used with success. The valve was retrieved but caused injury so it was necessary to perform a surgical repair of the femoral artery. Patient is doing well. Valve alignment was performed in the straight section of the aorta.

Manufacturer narrative:
The commander delivery system was returned for evaluation. The device was inserted through the loader cap and sheath with the atrion attached. The commander was returned in valve alignment position with no fine adjust used, and the crimped valve was returned separate from the delivery system. Visual inspection determined the following: bunching of distal end of inflation balloon. Compression observed on distal flex shaft. Gouges on flex tip face. Crimp balloon torn just proximal to inflation balloon to crimp balloon (I/c) bond. Sheath - distal tip damage but liner is intact. Valve - outflow struts are bent due to withdrawal the device was able to be pulled to valve alignment position and locked with no abnormalities. Full fine adjustment could be used. Due to the condition of the returned device (balloon torn and fully expanded sheath), further functional testing was unable to be performed. Double wall thickness of the crimp balloon proximal to the observed tear was measured. Of note, the area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the balloon tear and/or be indicative of a manufacturing non-conformance. The crimp balloon double wall thickness was found to be within specification. A device history review (DHR) was performed and revealed no manufacturing issues that may have contributed to the compliant. A review of lot history revealed no additional complaints for ¿balloon ¿ torn,¿ ¿delivery system ¿ difficulty with valve alignment,¿ or ¿delivery system ¿ withdrawal difficulty-valve, through sheath.¿ a review of complaint data for november 2017 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category (¿damaged¿), (¿valve alignment difficulties¿), and (¿withdrawal difficulty¿). Based on the review of the instruction for use (IFU) and training manual, no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. Balloon ¿ torn. The complaint for ¿balloon ¿ torn¿ was confirmed based on visual inspection of the returned device. A review of IFU/training materials revealed no deficiencies, and no manufacturing non-conformances were identified in the returned sample. Furthermore, a review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. According to the complaint description, valve alignment was difficult, and it was not possible to deploy the valve. Because there was no report of de-airing difficulty with this device, it is likely that the balloon tore proximal to the I/c bond following insertion into the patient. Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented. Residual fluid in the balloon, challenging access vessels, and performing valve alignment in a non-straight section of the aorta were all identified as potential root causes in the pra. Residual volume left in the balloon may contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Information provided by the complaint site indicated that valve alignment was performed in a straight section, but that the aorta was very tortuous. If valve alignment were performed at a bend or angle, it could also have resulted in increased forces being applied to the bond area. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. This was also recreated in an engineering study. The gouging noted in the flex tip during engineering evaluation indicates that diving likely occurred during the procedure. Delivery system ¿ difficulty with valve alignment. The complaint for ¿delivery system ¿ difficulty with valve alignment¿ was confirmed based on visual inspection of the returned device. A review of IFU/training materials revealed no deficiencies, and no manufacturing non-conformances were identified in the returned sample. Furthermore, a review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. As described above, residual fluid in the balloon and/or performing valve alignment at a bend or angle can increase the forces necessary for valve alignment. The flex shaft compression indicates that the device was under tension during valve alignment. Tension buildup in the system can further increase the difficulty of valve alignment. Gouges on the flex tip are also indicative of high valve alignment forces. During functional testing, the device was able to be pulled to valve alignment position and locked, and full fine adjust was able to be use. It is therefore likely that procedural factors (e.g. Residual fluid or performing valve alignment at a bend or angle) contributed to the reported valve alignment difficulty. Delivery system ¿ withdrawal difficulty-valve, through sheath. The complaint for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ was confirmed based on visual inspection of the returned device. A review of IFU/training materials revealed no deficiencies, and no manufacturing non-conformances were identified in the returned sample. Furthermore, a review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. The valve was returned separated from the delivery system and no imagery was provided for review, so the exact conditions of removal cannot be determined. Review of complaint history and the condition of the returned device indicate that the following factors may have contributed to the reported difficulty: tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. The flex tip stabilizes the valve during advancement and retrieval. If the two components are not flush against one other, the valve can become non-coaxial with the delivery system and sheath, which may make it difficult to remove. Withdrawal of a torn balloon can cause the inflation balloon legs to become stuck on the tip of the sheath during removal. Additionally, the separated legs of the inflation balloon can become bunched or folded during withdrawal through the sheath, increasing the difficulty of removing the system. The returned valve had one of the struts bent outwards. If this strut had become caught on the tip of the sheath during removal, it would be difficult to remove the valve and delivery system. As such, it is likely that patient/procedural factors contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for ¿balloon ¿ torn,¿ ¿delivery system ¿ difficulty with valve alignment,¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the respective trend categories do not exceed control limits, no corrective or preventive action is required at this time. An investigation was previously initiated to document and assess the balloon torn issue and its associated risks.